Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the colonoscope had a dirty bowel examination which caused a small seed to get stuck in the channel and prevent a cleaning brush to enter. The issue was found during the procedure. There were no reports of patient harm as a result of this event.

Event description:
During the investigation the scope was found to have residual liquid and foreign material come out of the suction cylinder.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed with the channel tube being clogged as well as finding residual liquid and foreign material coming out of the suction cylinder. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was unable to be determined. Olympus will continue to monitor field performance for this device.